Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2016 due to severe aortic valve regurgitation and chronic heart failure. The health professional stated that the possibility could not be ruled out that the lvad contributed to the aortic valve issues. The patient had mild to moderate aortic insufficiency (ai) prior to implant. The lvad was placed via thoracotomy approach with the outflow graft to descending aorta. The ai became severe within months of the lvad implantation. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. The customer reported that the patient expired due to severe aortic valve regurgitation and chronic heart failure. The patient was noted to have had mild to moderate aortic insufficiency prior to lvad implant, which became severe during the following months of support. The health professional stated that the possibility could not be ruled out that the lvad contributed to the aortic valve issues. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.